Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain") and cervix carcinoma ("cervical cancer") in a 32-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder. Concurrent conditions included obesity. Concomitant products included pill from (B)(6) 2010 to (B)(6) 2011. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("even when not menstruating bleeding / prolonged menstruation/abnormal menstruation / abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol regular), ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, dyspareunia, rash, pruritus, alopecia, fatigue and weight decreased was resolving, the cervix carcinoma outcome was unknown and the vaginal haemorrhage, weight fluctuation and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plantiffs symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: occluded fallopian tubes bilaterally . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abdominal pain, weight gain" were added. Lot number was added. Product implant date was updated. New reporter was added. Concomitant and treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain"), cervix carcinoma ("cervical cancer") and ovarian cyst ruptured ("ruptured ovarian cyst") in a 32-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder, depression, cesarean section, acute bronchitis and d & c in november 2011. Concurrent conditions included morbid obesity, polycystic ovarian syndrome, diabetes, ovarian chocolate cyst, polycystic ovarian syndrome, hirsutism, retroverted uterus, vaginal discharge, nabothian cyst, uterine prolapse (second degree), endometriosis, essential hypertension, pelvic adhesions, endometrial hyperplasia and klebsiella infection (infraumbilical insion). Concomitant products included pill from (B)(6) 2010 to (B)(6) 2011. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("even when not menstruating bleeding / prolonged menstruation/abnormal menstruation / abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. In january 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol regular), ibuprofen, normensal (necon) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, dyspareunia, rash, pruritus, alopecia, fatigue and weight decreased was resolving, the cervix carcinoma and ovarian cyst ruptured outcome was unknown and the vaginal haemorrhage, weight fluctuation and abdominal pain had not resolved. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiffs symptoms have mostly resolved, though some remain. Per mr: the left tube had five coils visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: occluded fallopian tubes bilaterally ultrasound scan vagina - on (B)(6) 2012: redemonstration of retroverted uterus ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, vaginal haemorrhage." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain"), cervix carcinoma ("cervical cancer") and ovarian cyst ruptured ("ruptured ovarian cyst") in a 32-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder, depression, cesarean section, acute bronchitis and d & c in (B)(6) 2011. Concurrent conditions included morbid obesity, polycystic ovarian syndrome, diabetes, ovarian chocolate cyst, polycystic ovarian syndrome, hirsutism, retroverted uterus, vaginal discharge, nabothian cyst, uterine prolapse (second degree), endometriosis, essential hypertension, pelvic adhesions, endometrial hyperplasia and klebsiella infection (infraumbilical insion). Concomitant products included pill from (B)(6) 2010 to (B)(6) 2011. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("even when not menstruating bleeding / prolonged menstruation/abnormal menstruation / abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss"), abdominal pain ("abdominal pain") and ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol regular), ibuprofen, normensal (necon) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, dyspareunia, rash, pruritus, alopecia, fatigue and weight decreased was resolving, the cervix carcinoma and ovarian cyst ruptured outcome was unknown and the vaginal haemorrhage, weight fluctuation and abdominal pain had not resolved. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plantiffs symptoms have mostly resolved, though some remain. Per mr: the left tube had five coils visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: occluded fallopian tubes bilaterally. Ultrasound scan vagina - on (B)(6) 2012: redemonstration of retroverted uterus . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, vaginal haemorrhage." Most recent follow-up information incorporated above includes: on 1-mar-2018: this case is medically confirmed. Reporter information was updated. Her historical and concurrent conditions were added. Treatment medication was added. Per medical record event: ruptured ovarian cyst was extracted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain"), cervix carcinoma ("cervical cancer"), ovarian cyst ruptured ("ruptured ovarian cyst") and ovarian neoplasm ("tumor/teratoma /cancer- tumor in ovary lump in armpit") in a 32-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disorder, depression, cesarean section, acute bronchitis and d & c in (B)(6) 2011. Concurrent conditions included morbid obesity, polycystic ovarian syndrome, diabetes, ovarian chocolate cyst, polycystic ovarian syndrome, hirsutism, retroverted uterus, vaginal discharge, nabothian cyst, uterine prolapse (second degree), endometriosis, essential hypertension, pelvic adhesions, endometrial hyperplasia and klebsiella infection (infraumbilical incision). Concomitant products included pill from 1-oct-2010 to 1-jan-2011. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("even when not menstruating bleeding / prolonged menstruation/abnormal menstruation / abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating"), ovarian cyst ("ovarian cysts"), weight decreased ("weight loss"), abdominal pain ("abdominal pain"), fungal skin infection ("infection (bladder/urinary tract/vaginal): yeast (skin)"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problem"). The patient was treated with paracetamol (tylenol regular), ibuprofen, normensal (necon) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, dyspareunia, rash, pruritus, alopecia, fatigue and weight decreased was resolving, the cervix carcinoma, ovarian cyst ruptured, ovarian neoplasm, fungal skin infection, vaginal discharge and tooth disorder outcome was unknown and the vaginal haemorrhage, weight fluctuation and abdominal pain had not resolved. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, fungal skin infection, headache, menorrhagia, migraine, ovarian cyst, ovarian neoplasm, pelvic pain, pruritus, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiffs symptoms have mostly resolved, though some remain. Per mr: the left tube had five coils visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: occluded fallopian tubes bilaterally. Ultrasound scan vagina - on (B)(6) 2012: redemonstration of retroverted uterus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, vaginal haemorrhage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received: new events: infection (bladder/urinary tract/vaginal): yeast (skin), tumor/teratoma /cancer- tumor in ovary lump in armpit, vaginal discharge, dental problem were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain"), cervix carcinoma ("cervical cancer"), ovarian cyst ruptured ("ruptured ovarian cyst") and ovarian neoplasm ("tumor/teratoma /cancer- tumor in ovary lump in armpit") in a 33-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disorder, depression, cesarean section, acute bronchitis and d & c in (B)(6) 2011. Concurrent conditions included morbid obesity, polycystic ovarian syndrome, diabetes, ovarian chocolate cyst, polycystic ovarian syndrome, hirsutism, retroverted uterus, vaginal discharge, nabothian cyst, uterine prolapse (second degree), endometriosis, essential hypertension, pelvic adhesions, endometrial hyperplasia and klebsiella infection (infraumbilical insion). Concomitant products included pill from 1-oct-2010 to 1-jan-2011. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("even when not menstruating bleeding / prolonged menstruation/abnormal menstruation / abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight fluctuation ("weight fluctuation"), fungal skin infection ("infection (bladder/urinary tract/vaginal): yeast (skin)"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problem"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced ovarian cyst ("ovarian cysts") and axillary mass ("tumor / teratoma / cancer type: tumor in ovary; lump in armpit"), 2 months 9 days after insertion of essure. In (B)(6) 2014, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, normensal (necon), paracetamol (tylenol regular), surgery (dilation and curettage and hysterectomy with bilateral salpingo-oopherectomy), dilation and curettage, removed and root canal and removal of several teeth. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, dyspareunia, rash, pruritus, alopecia, fatigue and weight decreased was resolving, the cervix carcinoma, ovarian cyst ruptured, ovarian neoplasm, fungal skin infection, vaginal discharge, tooth disorder and axillary mass outcome was unknown and the vaginal haemorrhage, weight fluctuation and abdominal pain had not resolved. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, axillary mass, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, fungal skin infection, headache, menorrhagia, migraine, ovarian cyst, ovarian neoplasm, pelvic pain, pruritus, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiffs symptoms have mostly resolved, though some remain. Per mr: the left tube had five coils visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure, and the right tube had one coil visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.8 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: occluded fallopian tubes bilaterally. Ultrasound scan vagina on (B)(6) 2012: results: redemonstration of retroverted uterus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, vaginal haemorrhage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received: event tumor / teratoma / cancer type: lump in armpit added. Onset date of events dental problem, tumor / teratoma / cancer type: tumor in ovary; lump in armpit, vaginal discharge, infection (bladder/urinary tract/vaginal): yeast (skin), ovarian cysts added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") and cervix carcinoma ("cervical cancer") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping even when not menstruating"), menorrhagia ("even when not menstruating bleeding / prolonged menstruation/abnormal menstruation"), ovarian cyst ("ovarian cysts"), migraine ("migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a total hysterectomy, bilateral salpingectomy and bilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, ovarian cyst, migraine, headache, dyspareunia, rash, pruritus, alopecia, fatigue and weight decreased was resolving and the cervix carcinoma outcome was unknown. The reporter considered abdominal pain lower, alopecia, cervix carcinoma, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, rash and weight decreased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2011: confirming full occlusion of fallopian tubes company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.